Event description:
It was reported that occlusion alarms occurred. The customer changed the infusion set and cartridge and resumed insulin. Reportedly, the customer was not "feeling well". Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. System check was being performed by tandem technical support; however, the customer wasn¿t able to complete the check at the time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.